Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) is having a dual nephrectomy. A surgical procedure was performed during which the existing reservoir was removed and replaced. No additional patient complications were reported.